Manufacturer narrative:
DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Refer to field d9. The product received date was not provided in the initial MDR.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have one blade broken at the midpoint. A piece approximately 0.61 mm x 0.28 mm was found to be broken and raised up on the blade, but still attached. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with the monopolar curved scissors (mcs) instrument that could not close its jaws. There was no report of patient involvement.